Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole. Fluoroscopy did not find any lead anomalies. A system revision took place. The rv lead was tested with a pacing system analyzer (psa), and no abnormalities were observed. During the revision procedure, the lead header connection was assessed. Noise was able to be reproduced when moving the device inside the pocket and when tugging on the lead to see if the lead connection was secure. This rv lead was capped and noise persisted with this device and a new rv lead. The physician elected to explant and replace the device due to a possible header issue. No additional adverse patient effects were reported.